Event description:
The customer reported to philips healthcare that the device failed the user initiated operational check general system test and subsequently failed to fully boot/power up for use, displaying equipment disabled: system failure and beeping. There was no pt involvement.

Manufacturer narrative:
(B)(4).